Manufacturer narrative:
The technician found the brake caster pads are worn due to normal wear and tear of the brake casters. The technician replaced brake casters to resolve the issue. Based on this information, no further action is required

Event description:
The technician reported the brakes are not holding. The bed is located in the hill-rom service center. There was no patient/user injury reported. (B)(4).